Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing resulted in false pause episodes, had migrated and exhibited t wave oversensing. The patient had no adverse consequences.